Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It is alleged by the pt's rep that the hip replacement surgery failed and the head was revised.